Manufacturer narrative:
Date of event estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000065684. Common device name: anchor, model: 1192, UDI:(B)(4), serial: n/a, batch: 6582261.

Event description:
Related manufacturer reference number: 1627487-2022-06253. It was reported the patient was experiencing pain at the anchor site and inadequate therapy. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the anchor or lead attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.